Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a successful implantation of the trunk ipsilateral leg component, a contralateral leg component (plc181000j) was implanted to extend the ipsilateral leg in the right common iliac artery. However, the right internal iliac artery was unintentionally covered by the plc181000j. The physician elected to extend the plc181000j with an iliac extender to land in the right external iliac artery. The procedure concluded without any further complications, and the patient tolerated the procedure. The physician reportedly stated that he misread the position of the radiopaque marker.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement. Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.